Event description:
Information received indicates the cg band was retrieved due to dehiscence. Product inspection at explant noted the cg band was fractured where the band dehisced from the annulus. The cg band was replaced with a valve with no subsequent pt complication reported following case completion.

Manufacturer narrative:
Analysis: the product has not yet been received in manufacturing for evaluation. Device return is expected. A supplemental MDR follow-up report will be sent to FDA with the results of product analysis, if the cg band is received from the user facility. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: device return has been requested. An exact cause has not yet been determined for the reported event.